Manufacturer narrative:
(B)(4).

Event description:
It was initially reported, on (B)(6) 2010, that the pt was unable to adjust the stimulation. Only the 9-volt battery was noted to have lit up. The pt programmer did not perform a self-test. The lights did not flash, and the programmer did not beep. The pt replaced the battery with a new 9-volt battery. The programmer then completed a self-test. The pt tried to turn the stimulation on, but only a 9-volt battery light was rec'd, and the programmer did not beep. The pt attempted again and then all of the lights were lit on the programmer. The pt was to have an appointment with the healthcare provider (hcp) on (B)(6) 2010, to check the system. Additional information was rec'd stating that the pt met with the physician and manufacturer rep regarding this event. The pt noted that surgery was performed to fix an unspecified device problem on (B)(6) 2010. The pt noted that the battery only lasted twenty months. The pt did not have further problems with the device system. No further details, pt symptoms or outcome were provided. Additional information was requested but not rec'd at the time of this report. A f/u report will be filed if additional information becomes available.